Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer questioned difference in afp results for a patient that has advanced cirrhosis of the liver. Last (B)(6) the patient tested at 1945 iu/ml with afp 2 and previous to that had tested 1312 and 1336 iu/ml with afp 2. A recent sample was tested with afp 3 and a result of 2.0 was generated. Another sample was tested and a result of 1.7 was generated. The samples were diluted 1:10 and 1:100 and generated the same results. A sample was sent to the reference center which generated a result of 0.9 with the immulite method. The physician questioned the low values as they were not consistent with the clinical background. A recent ultrasound showed a 24 mm and a 10 mm nodule. The patient is currently on multiple medications: actrapid, glucosmon, aldactone, seguril, lactulose, omeprazole, repaglinide, salbutamol and propranolol. There was no report of impact to patient management.

Manufacturer narrative:
A retained kit of architect afp reagent 3p36-25 lot 23225lf00 was evaluated. Sixteen replicates of a serum based sample with a target value of 1500 ng/ml used during in house testing to mimic patient samples was assessed on three architect instruments for a total of forty eight replicates. Results obtained using the serum based sample were within the expected values and passed acceptance criteria. Customer complaint data was reviewed and no adverse trends were identified. The manufacturing and testing records for architect afp 3p36-20 lot 23225lf00 were reviewed and showed no issues related to the customer's observation. The architect afp reagent package insert was reviewed and was found to adequately address the issue. Information from the intended use section of the package insert states that the measurement of afp levels aids in the monitoring of disease progression during the course of disease and treatment of patients with nonseminomatous testicular cancer. The package insert also advises that serum afp has been found to be elevated in benign hepatic conditions, including cirrhosis and that elevation of serum afp in benign hepatic diseases is usually transient. The investigation did not identify a malfunction / deficiency.